Manufacturer narrative:
One cadd solis hpca pump was returned for analysis in good condition. Functional and visual testing was performed to inspect the pump. The pump passed all functional tests and the customer's reported issue was not confirmed. The upstream occlusion sensor was found to be functioning properly. Therefore, no problem was found with the issue. However, the upstream occlusion sensor will be replaced as preventive measure.

Event description:
Information was received indicating that a smiths cadd solis hpca ambulatory infusion pump failed the upstream occlusion test. There was no patient involvement.